Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024, the patient noticed a rise in blood glucose level and eventually went to the emergency room. The patient was treated with a bolus. On the same day, (B)(6) 2024, the patient was hospitalized due to diabetic ketoacidosis. The blood glucose level at the time of hospitalization was 547 mg/dl. No further information was available.